Event description:
The event is described as: the circuit did not pass the leak test on the ventilator. The test was administered prior to pt use.

Manufacturer narrative:
No sample was returned for investigation. Eval: device history review performed. Results: device history review for the reported lot number showed no issues or discrepancies related to this complaint. Conclusions: the customer complaint could not be confirmed due to lack of sample.